Event description:
"Procedure: zone 3 tevar this event was reported in the medical journal "thoracic surgery" vol. 75 no. 5 (2018-5) and we contacted the physician and confirmed as follows: clinical history. On (B)(6) 2015: the conservative treatment was performed for type b dissection. Three months after the treatment, dissection was found to be enlarged in the CT inspection tevar was then performed. Two-staged repair was performed. First, an aortic arch replacement was performed using a lupiae vascular graft, and secondly, tevar was performed using a relay plus device 13 days after the aortic arch replacement. The patient was lighthearted and discharged from hospital eight days after the procedures. One month after the procedures, expansion of the true lumen and contraction of the diameters of the aneurysm and the false lumen were observed due to remodeling. Six months after the procedures, an aneurysm caused by re-dissection was observed in the distal side of the relay plus device in CT inspection. A graft (tag stent graft, gore japan) was added to the affected part. Additional information: on (B)(6) 2015: zone 3 tevar was performed using the relay plus device. Details of the procedures are not available. The device selected by a medical advisor was deployed. Dissociation lesions may have occurred around the distal landing zone." Patient outcome: "seriously injury (re-dissection)"